Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to charge the ipg due to a communication issue with the external device. Patient declined to have the external device replaced. Subsequently, the patient elected to have the eon mini ipg replaced with a proclaim 5 ipg on (B)(6) 2019. Post-operatively, effective therapy was restored.